Manufacturer narrative:
Device used for off label indication. The indication device used for was tourette syndrome. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) turned off more than three times without a reason. As a result the patient experienced a return of their tourette symptoms. Impedance testing showed impedances on all electrode pairs were within range. Reprogramming was done and the patient was subsequently okay.